Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the attendant assisting the patient with pd therapy was not properly trained. This indicates that the attendant did not follow the proper therapy steps, and it is likely that there was a potential breach in the sterile fluid pathway due to the improper technique. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient received treatment with injection fortum (500 mg, frequency, duration and route not reported) and injection amikacin (250 unspecified units, frequency, duration, and route not reported) for peritonitis. At the time of this report the patient was recovering from the event. Action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.